Manufacturer narrative:
Product ID, 8703 lot# j93111849, implanted: 1993 (B)(6), product type catheter (B)(4).

Event description:
It was reported, the patient was experiencing "right sided head pain and chest pain" that began a week after his last refill which was (B)(6) 2012. Initially the healthcare provider (hcp) was unsure if the symptoms were pump related and the hcp was contemplating turning the pump off. It was reported the next day that the hcp turned the pump to a minimum rate and would "restart it gradually a couple of weeks from now". Another 2 days later, on (B)(6) 2012 it was reported that the hcp did not believe the symptoms were pump related, however, it was decided to shut the pump off completely and schedule for removal. Replacement was not anticipated. The medication in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report.